Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis featuring c3 deployment system instructions for use (IFU), adverse events that may occur and/or require intervention include endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2018, this patient was implanted with gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2018, the patient presented to the hospital with belly, back and arm pain. Imaging revealed a type ia endoleak. Aneurysm enlargement was also identified, although measurements were not provided to gore. On (B)(6) 2018, the patient underwent open conversion.

Manufacturer narrative:
Additional information obtained indicated that post procedure on (B)(6) 2018, the patient expired. Attempts have been made to obtain the cause of death from the physician, however, at this time no response has been received.